Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2013, lab 8.1; date (B)(6) 2013, inratio2 2.5; date (B)(6) 2013, inratio2 3.0; date (B)(6) 2013, inratio2 1.7 (approximately 9am), 3.0 (approximately 12:30pm), lab 5.2 (approximately 12:30pm).